Manufacturer narrative:
This report is associated with argus case (B)(4), biotene original oral rinse.

Event description:
Accidently swallowed too much of the product. Throat is burning. Mouth was burning. Side of throat hurting. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for tooth extraction. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), burning in throat, burning mouth, throat pain, accidental ingestion of drug, intentional use for unlabeled indication and accidental overdose. Biotene original oral rinse (savannah) was discontinued (dechallenge was negative). On an unknown date, the outcome of the accidental device ingestion, accidental ingestion of drug, intentional use for unlabeled indication and accidental overdose were unknown and the outcome of the burning in throat, burning mouth and throat pain were not recovered/not resolved. It was unknown if the reporter considered the accidental device ingestion, burning in throat, burning mouth and throat pain to be related to biotene original oral rinse (savannah). (B)(4). Additional details, adverse event information was received on 08 november 2016. The consumer stated that he accidently swallowed too much of the product and his mouth was burning and then he could eat. He used the product to help with a tooth extraction along with mixing it with water before using, and now his throat was hurting and burning.